Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the triple lumen central venous catheter (cvc) was inserted over the spring wire guide (swg); pt discharged two weeks later. One year after discharge, hospital notified of retained swg. Swg removed at another facility. Reported that it unraveled and broke upon removal, pt complications at other facility.